Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. The symptom, pump does not recognize a closed door was confirmed and was determined to be caused by loose mech mounting screws. The failed mech mounting screws were replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient injury.